Event description:
It was reported that the camera head was not functioning properly. The issue was found during a check out at the facility. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not functioning properly. The issue was found during a check out at the facility. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e226 on display screen, no display on monitor, and failed water leak test. No other issues were identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to a component failure (bad video connector/cable). A definitive root cause could not be identified for error e226 or the failed water leak test. Olympus will continue to monitor field performance for this device.